Event description:
It was reported that during the use of a catheter there was an anomaly interacting with this guidewire. A deformation was observed in the guidewire. Difficulties to insert the guidewire into the patient's vein were encountered. Upon examination they found a slight deformation at the tip of the guidewire. No resistance had been felt when moving the guidewire inside the catheter. The procedure was completed using the original catheter and guidewire with no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).